Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not used/implanted.

Event description:
Healthcare professional reported "when checking the implant before opening the inner tray, a white dot-like foreign object was found." Device is not implanted.

Manufacturer narrative:
Further investigation is pending. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ foreign material on implant: a scuff mark is observed on the device but according to qa199.01, code sm, it is within specification. A further investigation is request for the workmanship observation on the device. No other observations observed, no further actions are required.

Event description:
Sales rep reported "when checking the implant before opening the inner tray, a white dot-like foreign object was found." Device is not implanted.